Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of loss of consciousness and seizure. This is 1 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported feeling unwell in the morning. After eating lunch, the patient sat down to watch television and later laid on the couch to take a nap. At some point, the patient¿s wife checked on him and observed that he was experiencing a seizure and appeared to be unconscious. She immediately contacted emergency medical services (ems). No cgm or blood glucose readings were reported during the event. The patient stated that any readings taken at that time would have been inaccurate. Upon ems arrival, the patient regained consciousness without any specific treatment being documented. Ems personnel removed the sensor and offered hospital transport, which the patient declined. A new sensor was subsequently inserted (referenced in (B)(4). Although not explicitly documented, it was understood that the patient had recovered and was stable when ems departed. The second event experienced by the patient later that day was documented in (B)(4). There was no record of further medical evaluation or intervention following the initial event. At the time of reporting, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.